Manufacturer narrative:
(B)(4). No pump error 38 alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Moisture damage on motor assembly and force sensor assembly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test and displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.